Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description:precision spectra implantable pulse generator.

Event description:
A report was received that the patient had an irritation at the pocket site. The patient will undergo a revision procedure wherein the pocket site will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient had an irritation at the pocket site. The patient will undergo a revision procedure wherein the pocket site will be relocated. No device malfunction was suspected.